Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock and ra and rv lead signal interference. The device was explanted and replaced. The device was at fault. The patient is stable.